Event description:
The customer called technical support (ts) reporting that the device's touchscreen has an issue. The customer reported there was no patient involvement at the time the issue was discovered. There was no patient or user harm reported. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. A touched position was observed to be out of alignment. Although touchscreen calibration was performed, the phenomenon was not resolved. Therefore, the touchscreen will need to be replaced. The pse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.

Manufacturer narrative:
The removed touchscreen assembly was returned to the failure investigation lab (fi). A visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The fi technician installed the touchscreen assembly into a fi ventilator to duplicate the reported issue. The touchscreen assembly was tested, and no failures were identified.